Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as a blood blister and pressure sore. There was no alleged device malfunction contributing to the blister. The patient¿s physician released the patient from the lifevest and patients nurse bandaged the area for the skin irritation. Follow up indicated that the blister improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.